Manufacturer narrative:
The lot number identified in the complaint is invalid therefore a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. No probable cause was found since there were no samples, photographs or video received for testing therefore the reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plan are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/7/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that extravasation (leaking) of the umbilical catheter.